Manufacturer narrative:
This report is submitted on july 2, 2021.

Event description:
Per the audiologist, the patient experienced an extrusion of the electrode lead into the external ear canal. The surgeon snipped and removed the electrode from the canal. Clinical management of the patient is ongoing. The implanted device remains.